Manufacturer narrative:
(B)(4). Implant date: 2014. Concomitant medical product: articular surface size ef 10 mm height "use with plate 3 catalog # 00596403210, lot # 61795644. (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an left knee arthroplasty. Subsequently, the patient was revised due to loosening of the tibial implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned device shows signs of wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is a left total knee arthroplasty with posterior tibial slope and significant varus positioning of the tibial component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.